Manufacturer narrative:
This complaint is approximately 392 days old and despite several attempts by mitek customer quality and affiliate business quality to get additional information from the customer, none has been made available. The local service center records were checked and there is no record of the device being returned for repair by the customer. Without a device evaluation report from the service center a root cause cannot be determined for this complaint. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the bloc that during an arthroscopy as soon as the pump was activate with the footpedal it was impossible to stop the pump. They managed to continue manually. Caller said that due to the issue the patient was in high risk of compartment syndrome . At the end patient is fine. The following information was received via emails from our affiliate on 7-11-17 and 7-12-17; the pressure was increasing by itself. It was unknown what was meant by the statement "they managed to continue manually". According to the customer there was compartment syndrome. For intervention, multiple incisions on the calf and the patient came back to the operating room the day after. Email correspondence with our affiliate on 7-13-17 indicates they were made aware of the compartment syndrome and resulting intervention on (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Not yet received.

Event description:
It was reported by the bloc that during an arthroscopy as soon as the pump was activate with the foot pedal it was impossible to stop the pump. They managed to continue manually. Caller said that due to the issue the patient was in high risk of compartment syndrome . At the end patient is fine. The following information was received via emails from our affiliate on 7-11-2017 and 7-12-2017; the pressure was increasing by itself. It was unknown what was meant by the statement "they managed to continue manually". According to the customer there was compartment syndrome. For intervention, multiple incisions on the calf and the patient came back to the operating room the day after. Email correspondence with our affiliate on 7-13-2017 indicates they were made aware of the compartment syndrome and resulting intervention on may 2, 2017.